Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in the needle not deploying; the cause of the reported event could not be conclusively determined. Corrosion was observed on the pcb assembly. Corrosion was not seen on any other internal components. The fluid path was tested for leaks. No leaks were found. No damages or defects were found with the device that would cause the corrosion. The observed corrosion would not have an effect on the reported event. The exact cause of the observed corrosion could not be conclusively determined.